Event description:
On event date the end-user called minimed, USA for being hospitalized for dka and states their bg's are still high. Noticed that the connection between the reservoir and the infusion set is leaking. One month after event date, maersk medical received the complaint and 1 used infusion set. The incident took place in USA.